Manufacturer narrative:
On (B)(6) 2016, the patient underwent an initial subchondroplasty procedure on their right knee. On (B)(6) 2019, the patient underwent a partial knee replacement of the right knee due the progression of osteoarthritis. The patient had a previous right knee scope performed on (B)(6) 2013. The health care professional reported that the event was not related to the subchondroplasty implant, but was possibly related to the procedure. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed. The device in question was not returned, as it remains implanted in the patient. Once additional information about the event becomes available, a supplemental report will be submitted.

Event description:
Subject (B)(6) experienced adverse event of osteoarthritis resulting in partial knee replacement.

Event description:
Subject (B)(6) experienced adverse event of osteoarthritis resulting in partial knee replacement.

Manufacturer narrative:
In (B)(6) 2016, clinical study subject (B)(6)underwent initial scp treatment procedure of their right knee. It was noted that the patient had previously undergone a right knee scope on (B)(6) 2013. On (B)(6) 2019, due to the patient's ongoing osteoarthritis and knee pain, was treated with a partial knee replacement. The surgeon stated the event was not related to the accufill implant but could possibly be related to the study procedure. The operative and clinical notes for the event were requested but not provided. There is no information available outside of the clinical ae report which states that the procedure is not directly related to the complaint incident but could possibly be related. There is no further evidence or information to determine cause of the event so the finding for this complaint is indeterminate. The nature of the reporting clinician on the ae report is not to rule out any possibilities but otherwise there is no supporting evidence or information to determine cause. The product was not returned for the investigation, as it remains implanted in the patient. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed.